Event description:
The reporter found an unexpected follow-up date for the subject ICD : according to available patient files, a follow-up would have been performed on (B)(6) 2013. However, according to the physicians and to the patient, no follow-up was performed on this date. An explanation was requested (the reporter suggests that this could be due to a programmer issue, e.g. Wrong date/time).

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
The reporter found an unexpected follow-up date for the subject ICD : according to available patient files, a follow-up would have been performed on (B)(6) 2013. However, according to the physicians and to the patient, no follow-up was performed on this date. An explanation was requested (the reporter suggests that this could be due to a programmer issue, e.g. Wrong date/time).

Manufacturer narrative:
According to the physicians and to the patient, no follow-up was performed on (B)(6) 2013. However, preliminary analysis of the programmer files revealed that a follow-up of the subject device has been recorded by the programmer on (B)(6) 2013 from 18:43 to 18:51. It includes interrogation of the subject device, implant memories (aida) reading, sensing and threshold tests, and printouts. No issue was detected in available programmer files.

Event description:
The reporter found an unexpected follow-up date for the subject ICD : according to available patient files, a follow-up would have been performed on (B)(6) 2013. However, according to the physicians and to the patient, no follow-up was performed on this date. An explanation was requested (the reporter suggests that this could be due to a programmer issue, e.g. Wrong date/time).